Event description:
Resident was transferred from her w/c to her bed using the sera plus. Two aides completed the transfer; nr and mbpl, both cnas. As the nr started to operate the lift the resident became very agitated physically and started yelling and leaning forward on her arms. According to nr, the resident started yelling that her right shoulder was hurting. Both cnas stated that her arms were never hyper-extended and were never elevated beyond the level of her breasts. Both stated that the resident became physically agitated and started moving about and leaning forward very forcefully. At this point both cnas stopped the transfer and put resident back to bed. (B)(6) (a lpn) assessed the pt and confirmed their claim. X-ray revealed a right shoulder dislocation. The pt was transferred to a nearby hosp; further eval revealed bilateral dislocations of both shoulders. Md at the hosp inquired about the pt's prior upper arm functional capacity. (B)(6) staff reported a full range of motion prior to the attempted transfer. Due to the unusual result, md questioned about an underlying chronic condition; when reminded of the pt's history, the md stated those factors could have helped contribute to the dislocations. Facility staff used the device on themselves and found the lift to be in good working condition, as did the arjohuntleigh service tech. Due to the device functioning properly, a joint decision was made to do in-house retraining.

Manufacturer narrative:
(B)(6) director of nursing concludes that it does not appear that equipment malfunction was the cause of the resident injury. Because the cna's were able to give clear, detailed statements about the incident, it is believed that the pt dislocated their shoulders when they became physically agitated and forcefully leaned forward onto the armrests. In doing so, they failed to bear full weight with their legs. Add'l info will be provided upon incident report reception and conclusion of the MFR's investigation.